Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, when the device was inserted through the camera port, an inner seal (protector) was detached off and fell into the abdominal cavity. It was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.